Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The medical team has repeatedly noticed that when performing electromyograms (emg), there is a problem with the reception of electrical signals. In fact, the signals received are intermittent, giving the impression that the needle is not positioned in the muscle. This phenomenon is resolved after changing the needle or the cable. The team cannot say whether the problem comes from the needle or the cable (also manufactured by natus) because sometimes the reception of signals improves after manipulating the cable/needle junction. The needles concerned have not been preserved and are not available for expertise. The customer has not provided a lot number at this time. Per (B)(4) rev o risk analysis spreadsheet- dantec dcn. Hazard ID: 5.5. Cause: erroneous data transfer / unclear reading due to incorrect function of needle effects (harm): data won't be recorded if incompatible with amplifier. Delay in procedure / a new needle would have to be used. Rba rating: low. Further investigation to be carried out.

Event description:
Part 9013s0032 dantec dcn disp needle electrode - painful examinations because the patient needs to be injected several times. Emg interpretation errors due to poor signal reception and the resulting traces are sometimes inaccurate. This can lead to misdiagnosis and unnecessary additional re-checks.

Event description:
Part 9013s0032 dantec dcn disp needle electrode - painful examinations because the patient needs to be injected several times. Emg interpretation errors due to poor signal reception and the resulting traces are sometimes inaccurate. This can lead to misdiagnosis and unnecessary additional rechecks.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). The affected needles were not returned. The customer returned 3 x pn 9013c0014 holder dantec dcn 1.5m for investigation. From the investigations, the device history record review did not show any anomalies for the complaint including a review of all applicable measurements, the defect was not present on the returned product and no complaints for this issue have been received in the 12-month period. No related capas. This complaint file is now closed.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). The customer did not provided a lot number for the needles. Review of device history record : as no needle lot information was provided on this complaint; the investigation focused on the functionality of the three (3) returned dantec holders (9013c0014). The complaint detailed the issue occurred on batches of 9013s0032 and 9013s0042, all three cables were tested for continuity on both needle types. All needles tested passed continuity and no damage is seen on any of the cables. Product examination: upon review of the returned product, these are lots 220221, 210927 and 240124. No damage was seen on any of the cables and all were manufactured by supplier daehan. Impact to other product(s) : there have been no other complaints on these 9013c0014 holder lot numbers within 12 months. Review and approval of investigation details to be approved before complaint case is closed.

Event description:
Part 9013s0032 dantec dcn disp needle electrode - painful examinations because the patient needs to be injected several times. Emg interpretation errors due to poor signal reception and the resulting traces are sometimes inaccurate. This can lead to misdiagnosis and unnecessary additional rechecks.